Event description:
A consumer reported they thought the ¿leads were off again¿, referring to their catheter. The catheter was not placed correctly, and the ¿medicine pooled in their body¿. They had to have a surgery to correct this, and the pump was moved from their lower right buttock to the area above their waist and hip. This occurred in (B)(6) 2015. Since their surgery in (B)(6) 2015, the wound was not healing properly, and it ¿did not want to heal¿. The patient had a referral for an x-ray of their lumbar spine, though they were uncertain on the reason for the x-ray. The patient had been receiving intrathecal fentanyl and hydromorphone. Additional information was requested to determine if the wound not healing properly was resolved. The patient was indicated for the following use: spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter . Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the infection started out as a blister. The blister ruptured and reddish fluid came oozing out. The patient was placed on antibiotics for 2 weeks. It was then decided to remove it. The patient experienced redness, drainage, and incisional wound opening. It was noted the pump was moved to a different location before the patient left her hcp. It was unclear if this pertained to the infection. The patient did not have a date for this occurrence, so a timeline could not be established to determine if this is a separate event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a consumer reported the catheter was not connected to the pump in the past, so the device was moved to another location. The pump was moved surgically and the same machine was used and it was not cleaned. The patient had a CT scan and it showed infection and swallow tissue. The patient's healthcare professional(hcp) recommended removing the pump. The pump got inflamed and two weeks before removal started to open which prompted the hcp to have all removed. The patient first had pain at implant and then the site opened up. The patient's pain never went away since implant and no steps were taken to resolve the pain that never went away since implant. The patient was admitted to surgery on (B)(6)-2015 to have the pump and catheter permanently removed. A company representative later reported the healthcare professional was going to tie of the ascenda catheter at the pump explant on (B)(6)-2015. Catheter ligation procedure was reviewed. The patient wanted the pump examined as to its condition or defects. No rotor or dye studies were performed. It was noted that the patient last infusion included 1 hydromorphone 0.5513 mg/day, plus 2 fentanyl 55.13 mcg/day by a hcp on (B)(6)-2015. After this the patient was sent to another doctor for further treatment. At the time of report the patient was on fentanyl patches to help with withdrawal symptoms. The pump was used to infuse fentanyl 250 mcg/ml at 55.13 mcg/day and hydromorphone 2.5 mg/ml at 0.5513 mg/day. Additional information received indicated the catheter was partially removed. The patient recovered without sequela, no patient injury occurred.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
[The following information was previously captured in a separate event, but will be reported in this manufacturer's report # going forward: a consumer reported their pain had increased recently. There was no known incident mentioned as a cause of the increase in pain, and no interventions were mentioned. This occurred in (B)(6) 2015. The patient was receiving intrathecal fentanyl 250 mcg/ml at 55.13 mcg/day and hydromorphone 2.5 mg/ml at 0.5513 mg/day.] Additional information was received from a consumer. The patient contacted their hcp, who issued a prescription for 14 days of levof loxacin, and referred the patient to a different hcp. The patient's pain had not been resolved, and they went to a different hcp who saw the infection, and prescribed more levofloxacin. The pain was ongoing and the patient took massive doses of over the counter me dications. No steps were taken regarding the wound not healing properly. The patient was referred to a wound care specialist. Then the patient was getting a collagen pouch inserted that would help the healing. The wound was not resolved as the patient was still getting treated. The patient stated they "need a test to determine the transplanted unit was dispensing" what the previous hcp said. The patient thought the "extensions" did not reach the spine as they should.